Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. The customer changed supplies and continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.